Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smart assist. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a patient (pt) presented as an out of hospital cardiac arrest. Downtime 15-20 minutes. Return of spontaneous circulation achieved by emergency medical services. Pt intubated due to being unresponsive. Electrocardiogram showed st-segment elevation myocardial infarction. Pt was transferred for left heart catheterization evaluation. In the cath lab, pt had heparin drip and dopamine drip infusing. The pt continued to be hypotensive after interventions. Decision made to place impella cp. The impella was prepped and inserted per IFU. Peel-away sheath removed, repo advanced, and site secured. Dressing applied. During support it was noted that the pt had absent doppler pulse to distal extremity and was rapidly deteriorating having multiple runs of ventricular tachycardia (vt). The physician stated likely related to inferior myocardial infarction. Pt went pulseless vt and advanced cardiac life support measures were initiated and given for several minutes. Code ended and medical doctor pronounced time of death.